Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that eight (8) lvps has sticky platen doors. The product issue was observed by bd associate during site visit and no products available for investigation. There was no patient involvement.